Event description:
Consumer called in looking for a place to get his chair fixed. He has an older action extra wheelchair with a broken crossbrace.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.